Manufacturer narrative:
The actual lot number pertaining to this device was unk. However, two possible lot numbers were submitted for review: gfvf3505 or gfvf0919. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The sample has been returned to the MFR for eval. The investigation is currently underway.

Event description:
It was reported that a pta balloon was pierced due to atherosclerotic plaques in the iliac artery. At the end of the procedure, during withdrawal, the pta balloon dilatation catheter broke into two portions. The broken portion was removed simultaneously with the guidewire. No report of injury to the pt.